Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012. Dtba1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation, intermittent pain at the incision site since implant, and "hiccups in the chest at the device site." The patient further stated they could not lie on the same side as the device implant and was experiencing feeling depressed. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.